Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06730 and 2938836-2019-06731. During an in-clinic follow-up, there was a pocket infection due to staphylococcus aureus noted on both the device and the right atrial (ra) and right ventricular (rv) leads and there was no endocarditis. The device and ra and rv leads were all explanted to resolve the event and the patient was in stable condition.